Manufacturer narrative:
(B)(4). Ansell healthcare products llc is submitting this report on behalf of suretex (B)(4).

Event description:
End user advised ansell healthcare llc that after using the ls ultra sensitive condom she woke up with a horrible burning in the vaginal area. She was advised by nurse over the phone to use a cream.